Event description:
It was reported that post sensed t wave oversensing was observed on the implantable cardioverter defibrillator (ICD).

Manufacturer narrative:
Correction: section e: physician and facility information corrected.

Event description:
New information received notes the issue was discovered remotely via merlin.net. The patient was asymptomatic. No other electrical anomalies were observed. The low frequency attenuation (lfa) filter was reprogrammed. The patient was asymptomatic before, during and after the programming changes and was to continue with remote monitoring.